Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the luerlock had separated from the IV tubing completely.

Manufacturer narrative:
The customer reported the luerlock separated, and returned one photo of material 2204-0007, lot 25015071. The photo verified the complaint of component damage on the male luer. The luer collar was completely separated from the rest of the luer. There is no physical sample for investigation. The root cause for the luer lock separation was unable to be determined. The supplier of the luer component was notified of the failure, but they could not find issue in their process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.